Manufacturer narrative:
(B)(4). Efforts to obtain additional information were made, however unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information from the physician who performed the replacement procedure. The physician noted that the death, to his knowledge, was unrelated to the replacement procedure. The physician was not aware of any issues with the replacement device (which was implanted at the time of the patient's passing).

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received a call from the patient's power of attorney with questions about the unreimbursed medical expenses (urm) letter. The caller stated the patient died on (B)(6) 2014 and reported the patient had an infection, failing kidneys and suffered a cardiac arrest. The caller stated the device did not work. It is unknown if the device was explanted after the patient died. Our records show the patient died nine days following a generator replacement procedure which was filed under a different report (see FDA report #2124215-2014-20122).